Event description:
Ivc filter leg fracture. Filter was successfully retrieved. The fractured portion of the filter leg remained in the pt. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Investigation still in progress.